Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping and failure to close. It was reported that on (B)(6) 2022, during device preparation the mitraclip was attempted to be closed from an inverted position. Upon turning the arm positioner in the closed direction, the clip failed to close. When the implanter touched the clip while examining it, the clip jumped closed to an arm angle of approximately 90 degrees. Troubleshooting was attempted, such as inverting and closing the clip again, but this issue was not able to be replicated. Out of an abundance of caution this device was discarded and a replacement was used to complete the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported inability to close clip and clip jumping were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.